Event description:
Olympus (oci) was informed that the customer 3.5mm high frequency monopolar cable malfunctioned as ¿the surgeon attempted to do a (turbt) transurethral resection of the bladder tumor, the cautery cord made a popping noise and the cord exploded out of the cautery end¿. The event was reported as a first time occurrence. No death or injury was reported to olympus.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The olympus service center performed a visual inspection and observed the plug unit is detached from the cord. The distal end of the cord along with the plug connector was observed under a microscope and noted melted rubber and chard marks on the inside wires. The technician was unable to perform a function check as the cable is cut and damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured, therefore, it is found that the cable was used for longer than the specified twelve (12) months. Based on the results of the investigation, it is very likely that the age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. This can cause a voltage spike at the damaged area when the generator is activated which may result in a spark and complete disconnection of the plug. The specific cause of the cable sparking was likely due to age-related wear in connection with improper handling. The service life of the cable is limited to twelve (12) months. After this time, the cable should no longer be used. The following information is stated in the instructions for use regarding proper handling of the device: "additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20nm), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable." Olympus will continue to monitor field performance for this device.